Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated, and the reported issue was confirmed. Based on the results of the investigation, it is likely that the display cannot be turned on and the camera head cannot be communicated were caused by the failure of the printed circuit board (cp) board. The cause of the faulty cp board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus (omsi) field service engineer was informed by the user facility that the customer visera elite ii video system center has an image malfunction, ¿the display is not turning on and not able to communicate with the camera head, color bars coming on event after camera head is connected.¿. The customer reported problem was found during a general inspection performed by the user facility. No procedure or patient was involved, and no harm was reported.